Event description:
Per oos, this system was removed due to infection without the rep being there. A new system was implanted in 2007. The explant date is approximate. Also removed was a philos ii sr, MDR 1028232-2007-00477.